Event description:
Boston scientific received information that upon device interrogation during a routine device change out procedure, beeping tones were emitted. A warning screen was presented, indicating that there was a magnet over the device, when there was no magnet physically on the device. Technical services was consulted and discussed recommendations. The device was succesfully explanted. No adverse patient effects were reported as a result.

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.